Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient presented with irritation at their driveline site. The patient was started on 25mg of atarax every 8 hours when necessary (pnr). On (B)(6) 2018 (10 days later), the patient reported that their driveline exit site (dles) has been hurting and showed redness and bloody discharge. The patient was started on keflex and topical cortisone. No additional information was provided.